Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port, and subsequently the pump shutdown. The customer's blood glucose level ranged from 135-200's mg/dl. The customer reverted to an alternate method of insulin therapy.